Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Harm occurred due to the device or there is a device malfunction that could cause or contribute to a serious injury and death. The subject device is not available for testing as it remains in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 3000 aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 16 years, 11 months and 9 days due to severe regurgitation. The patient presented with acute on chronic chf with worsening sob. The procedure was not performed. The patient expired due to pea. The patient expired prior to scheduled procedure. Per medical records, patient presented with nyha class IV, acute on chronic chf, persistent sob, coughing, and edema. Patient had multiple ER visits and failed management with diuretics. Pre-op tee ((B)(6) 2024) revealed severe bioprosthetic ar. Patient underwent left heart cath ((B)(6) 2024) and reported normal coronaries, severe pulmonary htn, and severely decompensated heart failure, pcw 40mmhg. Later on the evening of the heart cath, patient was found unresponsive and bradycardic. A code blue called. The patient expired.